Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously working remote monitor had no power. The patient tried disconnecting and reconnecting the power cord to no avail. A new power cord will be sent to the patient. No patient complications were reported as a result of this event.